Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implantation of a left ventricular assist device (lvad), it was reported that the inflow graft appeared to have blood leaking out. The surgeon placed bone wax on both sides of the inflow graft to prevent the leakage, and there were no other issues reported during implant. A follow up by the manufacturer's clinical representative with the surgeon confirmed no more leakage.